Event description:
Additional information received indicated that the lead was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was undersensing on the right ventricular (rv) lead which resulted in delayed therapy during an episode of ventricular fibrillation (vf). It was suspected that changes in patient physiology may have caused the undersensing. Lead replacement is anticipated and the patient was stable with no consequences.